Manufacturer narrative:
Additional information has been requested, but no new information has been received to-date. The device serial number was requested but not provided. Without the device serial number, the device manufacturing and expiration dates may not be obtained.

Event description:
Medtronic received information that following implant of this mechanical aortic valve, intervention was performed due to paravalvular regurgitation. Approximately twenty three years post-implant, this valve was explanted and replaced due to moderate central regurgitation. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was packaged in a clear 0.2% glutaraldehyde solution in an explant kit. Small tube-like pledgets remained attached to the sewing ring on the outflow. Traces of dark brown discoloration along the sewing ring appeared to be evidence of cauterization. The disc appeared intact with no visible evidence of damage such as cracks and/or breaks. Surface scratches observed on the disc appeared to have occurred during explant. The disc rotated without difficulty. The disc moved to fully open and close under its own weight. The housing appeared intact with no visible evidence of damage such as cracks and/or gouges. Surface scratches observed along the housing appeared to have occurred during explant. Remnants of pannus remained attached to the sewing ring on the inflow and outflow extending slightly onto the inflow and outflow orifices. Radiography showed remain ts of mineralization on the sewing ring. Conclusion: the analysis results of the device showed pannus covered the sewing ring on the inflow and outflow extending slightly over the orifice on the inflow and outflow which could inhibiting the leaflet motion and led to regurgitation. The valve was visually inspected with no other anomalies noted. The event description did not indicate a potential manufacturing issue. The serial number was not provided. Pannus overgrowth is associated with surgical valve replacement due to patient interaction and/or healing response with the surgical valve. Pannus overgrowth is an inherent risk of surgical valve replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.